Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the abbott diabetes care (adc) device. The customer reported unspecified higher sensor scan readings compared to unspecified readings and it's unknown whether a trend arrow was noted on the device. The customer experienced sweating and shaking. It was indicated that the customer was able to self-treat with glucose. There was no report of death or permanent injury associated with this event.